Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5105675) that a female patient who had unknown mentor saline prostheses placed experienced several unexplained systemic symptoms post procedure. The patient stated to be very ill with symptoms mimicking autoimmune disorders. However, no diagnosis of an autoimmune or any other illness has been presented. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. An explant was performed on (B)(6) 2020. See (B)(4) for contralateral prosthesis report.